Event description:
It was reported that stent damage occurred. After a guidezilla guide catheter crossed the coronary artery, the 32 x 3.50 promus premier¿ drug eluting stent was advanced to treat the lesion. However, the stent came into contact with the connection of the guide segment and the shaft of the guidezilla; and as a result the distal stent was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and microscopic examination found that tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The stent struts on the two most distal rows were stretched, distorted and misaligned. The type of damage is consistent with the stent meeting a resistance or an obstruction. The stent od at the undamaged portion of the stent was measured and was within specification. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. After a guidezilla guide catheter crossed the coronary artery, the 32 x 3.50 promus premier¿ drug eluting stent was advanced to treat the lesion. However, the stent came into contact with the connection of the guide segment and the shaft of the guidezilla; and as a result the distal stent was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.